Event description:
It was reported that the user¿s ilet battery was depleted and, after approximately 45 minutes on the charging pad, the device remained at 10 percent and was perceived not to be charging; the user was instructed to leave the ilet undisturbed on the charging pad for at least two hours and provide a battery percentage update. Symptoms included no adverse clinical signs or changes in glycemic status. Outcomes included no medical intervention, no hospitalization, and continued device use with charging guidance. Investigation included customer education and remote troubleshooting focused on charging procedure and device power recovery. Investigation of this case revealed that the device exhibited low battery status with suspected insufficient charge time or suboptimal charging conditions, consistent with expected behavior when recovering from full depletion. It was concluded, based on previously established findings for similar reports, that the cause was user-related charging technique and normal device recovery characteristics after deep discharge.